Manufacturer narrative:
Product was returned and examination of the returned part determined that returned tibial articular surface provisional exhibits signs of repeated use and a fracture on the anterior side of the post feature. Gouge marks and dents were noted which is indicative of repeated use. All pieces were not returned. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required. The fractured tasp component in this complaint was manufactured before the design modification. The root cause is considered to be a design deficiency. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the provisional fractured. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: event date: (B)(6) 2017. It was further reported that the device fractured during the wash during sterilization and the fractured piece was lost in the process. There was adverse event reported with this event. (B)(4). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was further reported that the device fractured during the wash during sterilization and the fractured piece was lost in the process. There was adverse event reported with this event.